Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not reading tidal volumes. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The v60 was removed from service and turned into the biomed shop due to not being able to read tidal volume. The customer performed a full preventative maintenance (pm) on the device and confirmed the device was fully operational. The customer inquired with the remote service engineer (rse) if there were other tests that they could perform. The rse then advised the customer to power on the device into normal operational mode, adjust the tidal volume alarms, trigger the alarm, and see if they can adjust the alarms as well as make them stop. The customer verified the alarm was working properly. This investigation is ongoing.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.